Event description:
It was reported that the patient had inappropriate shocks due to oversensing. The patient received a shock, and the clinic reprogrammed the sensing vector from secondary to the primary vector. The patient has now received another shock, this time in the primary sensing vector. Technical services advised to reprogram the shock zone rates. There were no additional adverse patient effects. The system remains implanted.